Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated was selected for use. It was reported that leakage on the catheter handle was observed during procedure. This issue has been occurring multiple times throughout the recent year. The procedure was completed successfully with the device. No patient complications were reported. The device is expected to be returned for analysis.